Event description:
A ventilator was returned to the manufacturer for service with a black lcd screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed in the device's error log that an internal battery depleted error occurred. It was also confirmed that the lcd screen was black. The customer requested that no repairs be done and the unit be returned unrepaired. Additionally, the inlet air path assembly and removable air path foam were replaced per remediation.